Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to thrombosis.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt351418j/15103479 etc.) To repair an abdominal aortic aneurysm. Stentgrafts were implanted. The patient tolerated the procedure. Computed tomography (CT) revealed that some thrombosis was found at lower limb (the area: unknown) on the same day. The physician performed thrombus ablation. The physician commented that the evar procedure might be forming thrombosis and they flowed down to the vessel of lower limb. No further information is available.